Event description:
It was reported that seven hours post op of a lap appendectomy procedure, the patient was bleeding out of the staple line. A reoperation was performed. There was no patient consequence.

Manufacturer narrative:
Date sent: 01/02/2007. Information is unavailable; device was not returned for evaluation.